Manufacturer narrative:
Method: one brk needle was received for evaluation with a detached handle. The wave spring and stylet were not returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with manufacturing as the event is related to a manufacturing non-conformance. A quality improvement project has been initiated to address the wave spring detachments.

Event description:
It was reported that following removal of the brk needle from the pt, the wave spring detached. During a left sided left atrial flutter ablation procedure using the ensite navx system for mapping, while attempting transseptal puncture the physician was unable to cross septum upon the initial attempt. The brk-1 needle was removed to flush and prepare for the next attempt. Prior to inspection into the pt, while flushing the needle, the "stopcock" lever fell from its position and completely away from the needle. A new brk-1 needle was used to continue with the procedure. Several attempts were made to cross the septum but physician was concerned with position. The physician stated the "patient's anatomy" was preventing him from staying in the correct position. The procedure was then stopped.